Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If additional relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported a patient experienced and was hospitalized the same day for peritonitis coincident with peritoneal dialysis (pd) therapy. The same day the patient was treated with intraperitoneal (ip) vancomycin twice/day for 21 days (dose not reported) and oral fluconazol every other day for 27 days (dose not reported). The peritonitis was manifested by abdominal pain and vomiting. The cause of the peritonitis was a breach in aseptic technique. On an unknown date during hospitalization, the patient was retrained on proper aseptic technique. At the time of this report the patient was recovered from this peritonitis event. No additional information is available.